Event description:
It was reported that the patient was experiencing diaphragmatic stimulation whenever bending forward. Multiple attempts were made to determine if it was the patient's right ventricular [rv] or atrial lead that was causing the stimulation; however, the lead producing the stimulation was not able to be verified. Reprogramming was performed on both leads. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.